Event description:
It was reported that a revision surgery was performed due to loosen tibial device.

Manufacturer narrative:
The affected legion ps high flexion articular insert, legion ps oxinium femoral component, genesis ii resurfacing patellar component and genesis ii cmt tibial baseplate were not returned for evaluation. A clinical analysis noted that based on the provided medical documentation, the root cause for the patient¿s revision is due to a loose tibial poly component of inadequate thickness and constraint. Aside from the patient¿s numerous falls, there does not appear to be a clinical cause for the patient¿s continued right knee pain. Therefore, no further clinical assessment can be rendered at this time. Our investigation including a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. Without the return of the actual product involved, our investigation of this report is inconclusive. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.